Event description:
Per the clinic, the patient experienced a skin flap necrosis resulting in a decision to explant the device. The device was explanted on (B)(6), 2010. It is unknown whether there are plans to reimplant with another device.

Event description:
After a few weeks of implantation, this pacemaker was explanted for an infection.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).